Event description:
Pt participated in a market preference evaluation (mpe) for a va foot procedure. On follow up, broken screws and development of pseudoarthrosis was noted. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
(B)(4). Since the concerned implants were not returned for analysis and the exact article and lot numbers are not known the present complaint cannot be fully analyzed and we are not able to give a conclusive statement regarding a possible failure reason. (B)(4): placeholder.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number was provided.